Event description:
The biomedical engineer (bme) reported that the v60 ventilator displayed a "primary alarm failed" error code (1102). The device was not in clinical use when the issue occurred. No patient impact and/or harm reported. During troubleshooting, the remote service engineer (rse) reported that the customer's issue was replicated, and that the device alarms every time the device is powered on. The customer was advised to replace the speaker assembly and was provided with the part number for replacement speaker assembly. A follow up was performed with the bme, and it was reported that the speakers were replaced to resolve the issue. The device was returned to service.